Event description:
A customer reported that the vitrectomy mode did not work during a vitrectomy procedure. The vitrectomy mode was set but the needle would not cut. The customer performed a manual vitrectomy to complete the procedure with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).